Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08324. It was reported the patient experienced fluid build-up at the lead incision site. Reportedly, the patient was treated with steriods and referred for a physician consult as the next course of action. Follow-up identified surgical intervention was undertaken on (B)(6) 2015 and the lead strain relief was buried deeper into the fascia. The patient has effective stimulation and there are no signs of infection noted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.